Event description:
The reporter states that she obtained a blood glucose result of 412 mg/dl on the accu-chek advantage system in comparison to the blood glucose result of 178 mg/dl on the professional meter. The results were obtained within 10 minutes timeframe. No reported action taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.